Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was removed intraoperatively from the patient's eye due to kinked haptic noted upon insertion. The incision was enlarged. Reportedly, a second attempt to insert another lens of same model had the same issue (kinked haptic). Additional information has been requested, but has not been received. This report is for delivery device 2 of 2. Reference MDR# 1119279-2014-00311 for lens 1 of 2. Reference MDR# 1119279-2014-00312 for lens of 2 of 2. Reference MDR# 1119279-2014-00313 for the other delivery device 1 of 2 used during the procedure.